Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed longitudinal scratch and abrasive damage of the ptfe coating over the shaft for approx. 4cm at 45-49cm from guidewire proximal end. The damage was linear to longitudinal direction on one side of the surface in some part, while entirely on cylindrical surface in other part. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Reproduction test was conducted with unshipped product and metallic insertion tool, when the guidewire was removed back under the condition where the tip of the inserter was contacting the guidewire with angle, the ptfe coating abrasive damage was seen in linear and longitudinal direction, based on the obtained information and investigation, reproduction test, it is inferred that an edge of metallic device such as a metallic inserter was held with angle against the guidewire shaft and the guidewire was advanced or withdrawn under such condition, so that the ptfe coating was scratched and scraped off due to the excessive abrasive friction. Abrasive movement of the used torque device aggravated the abrasive damage to the cylindrical direction. Warning section of IFU describes; "never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly. "

Event description:
Reportedly, in the ppi procedure to common iliac artery from brachial approach subject guidewire was advanced with a microcatheter. When the guidewire was removed out upon completion of lesion treatment, physician found scratch-off damage with ptfe coating the point where toque device was attached. Microcatheter was removed out and was flushed, ptfe fraction was coming out from the microcatheter. No patient impact is reported, no patient treatment was needed in this connection.